Manufacturer narrative:
(B)(4). Potential lot numbers: 23f17b0533, 23f17f0219, 23f17b0, 23f17g0670, 23f17b0533.

Event description:
The customer alleges a fluid leak from the hub. The device was replaced without issue.

Manufacturer narrative:
(B)(4). Model# (B)(4). The customer returned one hemodialysis catheter for evaluation. The device contained signs of use in the form of dried blood. Visual examination revealed a small crack in the arterial luer hub. The device was functionally tested by injecting the venous and arterial extension lines with water using a lab inventory syringe. The venous line was tested and water exited out the distal end of the catheter with no leaks. The arterial line was tested and water exited through the crack in the luer hub as well as out the distal end of the catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon lot numbers from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The reported complaint of the luer hub being damaged during use was confirmed by complaint investigation. The returned connector assembly contained one crack in the arterial luer hub. A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. Based on the sample received it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges a fluid leak from the hub. The device was replaced without issue.